Event description:
Mentor memory gel breast implants placed in 2016 and ever since my health has declined majorly. I've been diagnosed with high blood pressure, had my gallbladder removed, and been in and out of ER for symptoms of heart attack, im only (B)(6) years old. No cardiologist has a clue what¿s going on with me. FDA safety report ID # (B)(4).